Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus. Tandem technical support assisted customer to deliver the bolus successfully. Customer's blood glucose was 202 mg/dl.